Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced swelling at the implant site subsequent to experiencing a fall on (B)(6) 2014. It was reported the magnet had dislodged; the implanted device remains. Revision surgery to reposition the magnet is not planned as of the date of this report october 3, 2014.